Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during the regular check, the error message "battery test failed" occurred. User indicated the battery level to be 90%. As the incident occurred during morning check and testing of the device, there was no patient involvement. A request for additional information regarding the incident, including a request for log files has been sent and the response is not yet received.